Event description:
It was reported that via remote transmission, an alert for charge time limit reached was observed. Manual capacitor maintenances resulted in normal charge times. Device will be monitored. Patient condition was fine.